Event description:
The customer reported to olympus, the distal cover was lost during two different procedures with two different patients. The customer stated it is unknown why the distal cover fell off of the endoscope. The customer also stated the old version of the distal cover did not have such issues. In one procedure, the distal cover remained in the patient and was an emergency situation. No additional information is available. In the other procedure, the distal cover was recovered. No additional information provided. This event includes 4 reports: patient identifier (B)(6) is for the lost distal cover that remained in the patient for maj-2315. Patient identifier (B)(6) is for the distal cover that was recovered from the patient for maj-2315. Complaint 3 will be for the tjf scope and the lost distal cover that remained in the patient. Complaint 4 will be for tjf scope the distal cover that was recovered from the patient. This report is 1 of 4 for patient identifier (B)(6) is for the lost distal cover that remained in the patient for maj-2315.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected d10 and h6 medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility educated or continuously educated its personnel about handling methods. 2. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.). 3. The facility used care when attaching the distal cover, so that it does not crack. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton/trolley in a recommended environment (per the IFU).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. To date, no device was returned to olympus for evaluation. The legal manufacturer tried to replicate the reported failure using a similar device with a lot number h1412 and confirmed that the distal end cover will never come off when it has no damage, and it was properly attached to the endoscope. DHR has not been confirmed due to no specific lot number for the subject device was provided by the reporting facility; however, no manufacturing problems have been reported so far. A review of the complaint database revealed that this is the first occurrence with the reporting facility. Since the subject device was not returned to olympus, the legal manufacturer cannot confirm whether the tip cover was damaged. Olympus contacted the user facility to obtain more detailed information regarding the reported event and the device, but to no avail. The most probable cause of the reported phenomenon are as follows: chemical such as anti-fog agent adhered to the cover, and were damaged by the chemical, making it easy for the cover to come off from the endoscope, the cover can easily be removed from the endoscope it is not properly and securely attached to the endoscope, and when the cover was attached to the endoscope, if the cover was damaged by pushing it diagonally, it can be easily come off from the endoscope. The instruction for use warns user to make sure that the distal end cover is intact without any problem or damage before installation. Also do not use anti-fog agent as it known that the chemical will damage the cover. No additional non-conforming products has been identified in-house or in the field.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).